Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient stated pain with sense of urgency. Patient reported 3 days later that she does not feel pain but when she does it tolerable and caused by urgency. No diagnostics/troubleshooting performed. No interventions/actions were taken. Patent mentioned 4 days later that they had pain in her lower abdomen when she has a strong urge. Additional information reported 3 days later patient stated that she has a bladder infection and thinks that it was affecting the evaluation. Patient mentioned she is battling a uti and cannot empty her bladder very well. The issue was not resolved at the time of this report. No further complications were reported/anticipated. Patient indications for use are urge incontinence and urgency frequency. Patients start date of the evaluation was (B)(6) 2017.